Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. A software download successfully restored the device. No patient symptoms were reported.